Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy +6.3%. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. All tamper seals were intact. There was no evidence of the reported problem in event log. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The root cause of the issue is unknown. The expulsor was trimmed down for the delivery accuracy test results. Actions/repairs were done to correct the reported issue: expulsor was replaced.